Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guidewire due to a buildup of procedural contaminates (blood, contrast) on the guide wire resulting in the reported difficulty to advance and remove the bdc. Additional movement of the catheter against resistance likely resulted in the devices becoming stuck together. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The unspecified mini trek otw device is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat a re-stenosed lesion in the proximal diagonal coronary artery with moderate tortuosity and heavy calcification. An unspecified mini trek otw balloon dilatation catheter (bdc) was advanced however failed to cross the lesion as it met resistance with an unspecified guide wire. The bdc was unable to be removed independently and therefore the bdc and guide wire were removed together as a single unit. Following re-wiring with an new unspecified guide wire, a 1.50 x 15 mm mini trek ii otw balloon dilatation catheter (bdc) was advanced; however the same problem occurred. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.